Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist catheter separated. It was reported that the patient was undergoing venous sinus angioplasty with stent placement. There was blockage of the catheter at stenosis during stent placement. On removal, the catheter ruptured in the distal portion with the stent inside. A piece of catheter was left intravascularly, and another stent was used to plate the catheter piece on the vascular wall. Part was covered by the second stent, but a free portion extends downstream of the jugular foramen, with a risk of thrombosis. The event resulted in increased procedure time and the use of a second stent.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was dissection of the rist. There were no other issues with any other medtronic products. The issue with the rist occurred during intra-op during the ascent of a wallstent (B)(4) carotid stent and they couldn't retract the rist catheter. The lesion was located in the right transverse sinus. There was no tortuosity. The patient was asymptomatic (mrs 0) post procedure. The tip of the catheter remains in the brain. It was noted that the cause was perhaps an underlying stenosis and difficulty in removal.

Manufacturer narrative:
H3: the rist-079 catheter was returned for analysis. The unknown guidewire was found stuck inside the catheter lumen. The rist catheter tip and marker band were found to be separated and missing. The catheter body appeared to be accordioned for 15.0cm from the distal tip. In addition, the catheter body was also found to be kinked at 11.8cm and 21.0cm from the proximal end of the hub. The broken ends of the catheter were exhibited by exposed braids, catheter tubing stretching, and necking, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. No damages were found with the catheter hub. The unknown guidewire was removed from the catheter lumen with difficulty. The outer diameter of the unknown guidewire was measured at the distal:0.014", middle: 0.014", and proximal: 0.014", which appeared to be compatible with the rist catheter. The catheter was flushed with water and found patent. Based on the device analysis and reported information, the customer complaint was confirmed that an unknown guidewire was stuck inside the rist catheter. The catheter tip and marker band were separated and missing. From the damages seen on the catheter (stretching /accordioning/kinking) and on the guidewire (stretching/kinking), it appears high force was used. The broken ends of the catheter were exhibited by exposed braids, catheter tubing stretching, and necking, which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible these damages occurred when the customer attempted to advance the unknown guidewire through the rist catheter against resistance. Possible resistance causes include using damaged devices and vessel stenosis. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.